Event description:
Machine air detector alarm sounded with noted bubbles in the arterial bloodline from the pt to post pump chamber and venous chamber. Pt complained of not feeling well and became unresponsive. Placed in trendelenburg on left side. CPR initiated. Ems activated and pt transferred to hospital. Pt expired at hospital.